Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 422 mg/dl. Symptoms reported include hyperglycemia, vomiting, dizziness, and chills. The patient was treated with insulin drips and other fluids. The patient was released two days later. According to the patient they lost their controller while on vacation and were unable to deliver a bolus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.